Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged having nasal/throat irritation or soreness, experiencing skin and eye irritation as well as headache and stomach problems (nausea). There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of water ingress on pca. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. The manufacturer found evidence of water ingress on pca.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged having nasal/throat irritation or soreness, experiencing skin and eye irritation as well as headache and stomach problems (nausea). The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.